Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug current drug being delivered was 750 mcg/ml fentanyl with an unknown dose, and the old drug was morphine (unknown) with an unknown dose and concentration. The reason for use was spinal pain. It was reported that the patient was currently in the hospital as they are ¿taking too many advils and have developed ulcers since the pump is not doing it for their pain.¿ the patient clarified and stated that they have not been out of pain since they were implanted. The patient stated that they have arthritis in both hips and knees, as well as back pain. The patient now has fentanyl in the pump (think the concentration is 750), and it is not helping as much as the morphine that was previously in the pump. The patient also mentioned that the only time they get relief is when they get a boost, but the relief only lasts for about an hour. The patient also stated that they are (B)(6) and (B)(6) pounds and have been immobile since the middle of july (2018) when their "legs exploded". The patient has gained 75 pounds since they got the pump. The patient clarified stating that their legs swelled up and they had to go to the hospital, then rehab hospital. The patient stated that they ballooned up twice and they were in a rehab hospital twice. The hcp told the patient that it was likely due to the morphine in the pump. The patient stated that they had morphine in the pump at that time and the concentration and dosage was unknown. No troubleshooting was performed prior to the call. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. The patient was sent new healthcare professional (hcp) listings as they are unhappy with their current hcp. The patient has been taking advil, and has an appointment they can get oral morphine on top of the pump medication as they are in pain. There were no further complications reported/anticipated.